Event description:
Per the clinic, the patient experienced pain, uncomfortable sensation with stimulation and tinnitus from the implanted device. Reprogramming attempts were made, however, the issue could not be resolved. The device was subsequently explanted under general anesthesia on (B)(6) 2025 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure.